Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Eval of returned device determined if device malfunction was a result of excessive torque placed on instrument during use.

Event description:
It was reported that during total hip arthroplasty in 2007, curved acetabular impactor would not release from the implant during attempted insertion. Another component and instrument were used to complete the procedure.